Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # t5cj7p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that tx30v device was returned with no apparent damage and with a xr30b reload loaded. The reload was received unfired and slightly damaged. The device was tested for functionality with a xr30v test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing. Also, it should be noted that a tx30v device is designed to work only with xr30v cartridges. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device did not fire. No further information was provided to the sales rep. Another like device was used to complete the procedure. There were no adverse consequences for the patient.